Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator level (eri). Electrical and mechanical analysis performed indicated normal functionality. Further interrogation at various pulse amplitudes found current levels within normal range and no indication of premature depletion was noted. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report numbers: 2017865-2023-24516, 2017865-2023-24517 it was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The right ventricular lead was found to be fractured and high capture threshold. During revision, it was noted that the atrial lead exhibited fracture and insulation damage. The pacemaker and both leads were explanted and replaced. The patient was stable and asymptomatic.